Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of abdominal aortic aneurysm. Aneurysm morphology at time of implant is unknown. During the initial procedure, a type ii endoleak occurred and was treated with embolization. It was reported from the time of implant the stent graft has migrated 15-20 mm causing a proximal type I endoleak. The aortic neck was funnel shaped measuring from distal to proximal 30-21 mm. 30 months post stent graft implant a request for a talent aortic cuff was requested. The patient is not a surgical candidate due to patient's age, health status and co-morbidities. 33 months post stent graft implant two talent aortic cuffs were placed however, slight type I endoleak was observed. Three months post talent aortic cuffs implant, the aneurx stent graft system and the talent aortic cuff were explanted due to the persistent type I endoleak. The patient was converted to surgical repair. The patient tolerated the procedure very well and is in stable condition.